Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, intermittent undersensing on the rv sense amp was noted. Programming changes were made. The patient will continue to be monitored.